Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via text indicating that they experienced low blood glucose levels of 35 mg/dl that resulted in a hospital visit. The customer did not provide any details on the time and date of the hospitalization. It was unknown if the customer was wearing their insulin pump during their hospitalization. The customer did not troubleshoot and did not send the product back for analysis.